Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was reported that the patient was experiencing chest pain due to a microperforation of the right ventricular lead. The lead was also undersensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.